Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, link, anterior needle, and both cuffs were not returned with the device. The scope of the investigation was limited. Inspection of the device indicated that a posterior cuff-to-needle tip detachment occurred during the needle plunger retraction as evidenced by damaged posterior needle barb. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. The reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Every cuff is inspected and tested for proper assembly during manufacturing. The suture was returned intact and there was no indication that the suture was dragged through the suture bearing or device while retracting the needle plunger, which could have contributed to cuff-to-needle tip detachment. During testing, the proxy plunger was inserted and retracted successfully without any observable resistance. The reported calcification in the artery would present resistance to the suture retrieval/plunger retraction process, which could have contributed to posterior cuff-to-needle tip detachment; however, this could not be confirmed. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment, which could have caused the posterior cuff to detach from the needle tip. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure was attempted in a heavily calcified right common femoral artery using a perclose proglide device after a coronary angioplasty interventional procedure. Reportedly, when the needle plunger was removed a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.